Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500 mg/dl. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. The customer alleged that the pump "wasn't working;" however, this could not be confirmed as customer declined troubleshooting with tandem technical support and declined to provide additional information.